Manufacturer narrative:
(B)(4). On (B)(6) 2012, baxter product surveillance received follow up from (B)(4). (B)(4) contacted the peritoneal dialysis nurse regarding this patient. The nurse confirmed that the patient died on (B)(6) 2012 at home. Per the death notification form the primary cause of death was hypoglycemia and the secondary cause was diabetes mellitus. It is unknown if an autopsy was done. The nurse confirmed that the pd therapy was ongoing until time of death. It was confirmed that the patient was not connected to the homechoice device at the moment death. Per the nurse the death was not related to dianeal therapy or the homechoice machine. No additional follow up information will be provided as there was no allegation against baxter products and the death was determined to not be related to peritoneal dialysis therapy or the homechoice device.

Event description:
This report was received from global pharmacovigilance (gpv). Gpv received a voicemail on (B)(6) 2012, from the patient's sister stating the patient died on saturday, (B)(6) 2012. The patient's sister did not know anything else. The patient was a peritoneal dialysis (pd) patient and used the homechoice machine. No baxter drug was identified at the time of the report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the report of the patient passing away. The rn stated the cause of death was unknown. When asked if the death was related to peritoneal dialysis therapy, the rn stated the patient was not on the machine. No further information was available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.